Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. Surgical intervention is not planned at this time. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient will be having a lead revision and ipg replacement for an unknown reason.

Manufacturer narrative:
B3: event date is estimated.